Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that water from the balloon of the foley catheter could not be discharged. And hence customer had cut the balloon. Per follow up information received via ibc on 09-nov-2021, the device was used on patient but no impact or injury reported. It was not a complicated removal of balloon.